Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device logs were reviewed and confirmed the reported event. The device was powered on using battery power with a "battery calibration required" message, indicating the runtime indicator may not accurately reflect remaining battery capacity and may not alert the user to a low battery condition. Logs showed multiple charge attempts with charge times of approximately 12-13 seconds; while longer than typical, extended charge times can occur when operating on a low battery (up to 25 seconds). A charge error and failure were also recorded with payload 24, indicating battery voltage sag below 8v, consistent with low battery voltage insufficient to support charging to the selected energy level. Functional testing of the device was completed with no faults found. The battery was not returned for evaluation. Based on log review, the event is attributed to a low battery condition. The device was recertified and returned to the customer.analysis of reports of this type has not identified an increase in trend.